Event description:
It was reported that the patient's blood glucose levels rose to 28.8 mmol/l (518.4 mg/dl) while wearing the pod between 4 and 24 hours. The patient began feeling insulin leaking, and when removed the cannula appeared to not have deployed. Upon inspection, the cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure occurred.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.